Event description:
It was reported via a trial that the patient was found to have in-stent restenosis of the 8-6x30 xact stent in the right internal carotid artery, approximately 8 months after implantation. During treatment of that restenosis with the 8x20 xact stent, the patient experienced a slight weakness in the left hand, but quickly returned to her baseline within five minutes. Several hours after the procedure, the patient was noted to have left facial droop. The CT scan showed a subarachnoid hemorrhage in the right hemisphere. The MRI also showed acute and subacute microembolic showers. The patient was transferred to a rehabilitation facility in stable condition, but had residual left sided weakness. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stent: 8-6x30 xact (catalogue 82091-01, lot 9111151) - (B)(6) 2010. Embolic protection: emboshield nav 6 (catalogue 22438-19, lot # 0092951) - (B)(6) 2010. The restenosed xact stent will be filed under a separate MFR number. There was no device malfunction reported that could have contributed to the event. A neurological event, embolism, and hemorrhage may occur during this type of procedure and as listed in the instructions for use, are known potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Manufacturer narrative:
(B)(4).